Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 126 mg/dl, "hi" mg/dl, 428 mg/dl, 207 mg/dl, and 355 mg/dl. No adverse event reported. The "hi" mg/dl result on the system indicates a result in excess of 600 mg/dl. Return of the suspect device was requested for evaluation.